Event description:
Stent placed through distal biliary obstruction and deployment was performed easily. However, the distal portion of the delivery system separated leaving the nosecone inside the pt. Nosecone to be retrieved. The pt expired due to progression of illness. Death was not related to the device.